Event description:
Type of procedure performed: robotic lap chole with cholangiogram . During the case the surgical staff attempted to deploy the bag. The bag would not deploy. It is currently unknown the exact defect that occurred. Intervention is currently unknown. The procedure is currently unknown. Product is available for return. Additional information received via email on 21dec2020 from [name]. "Surgical technician inserted 5mm retrieval bag into trocar, but bag wouldn't deploy. There was no patient injury." "The type of surgery case this item was used for was a robotic lap chole with cholangiogram. Surgical technician and nurse just mentioned that the bag did not want to deploy. They tried multiple attempts." "The surgery case was completed with a new 5mm retrieval bag." Patient status: no patient injury. Type of intervention: the surgery case was completed with a new 5mm retrieval bag.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that one of the supports and the cord loop were partially visible from the top of the tube. Engineering disassembled the event unit and noticed that the cap component was not returned and the tissue bag was inside the tube, which confirmed that the tissue bag was not deployed. Engineering also observed that the pawl, an internal component of the device, was deformed. Based on the description of the event and condition of the returned unit, it is likely that the actuator of the device was retracted with excessive force, which caused the cap and support to detach. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit has returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: robotic lap chole with cholangiogram. During the case the surgical staff attempted to deploy the bag. The bag would not deploy. It is currently unknown the exact defect that occurred. Intervention is currently unknown. The procedure is currently unknown. Product is available for return. Additional information received via email on 21dec2020 from [name]: "surgical technician inserted 5mm retrieval bag into trocar, but bag wouldn't deploy. There was no patient injury." "The type of surgery case this item was used for was a robotic lap chole with cholangiogram. Surgical technician and nurse just mentioned that the bag did not want to deploy. They tried multiple attempts." "The surgery case was completed with a new 5mm retrieval bag." Patient status: no patient injury. Type of intervention: the surgery case was completed with a new 5mm retrieval bag.